Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. Upon visual inspection of the received complaint device, kinks were identified approximately 4.2cm, 6.5cm and 8.5cm from the distal tip, which are distal to the transition point. A review of the device history record indicates the device met all inspection and test criteria prior to release. Therefore, the most likely root causes are kinks leading to an improper curve as a result of mishandling subsequent to distribution from stryker. The instructions for use state: do not exert excessive pressure during placement of catheter if unknown resistance is encountered. Do not attempt to use the reprocessed ep catheter prior to completely reading and understanding the directions for use. Avoid manual pre-bending of distal curve, as this may damage steering mechanism of steerable catheters. Avoid excessive torque, stretching, kinking and/or bending of catheter, as this may interfere with distal tip shaping or cause damage to internal electrode wires. The reported event will continue to be monitored through post market surveillance.

Event description:
It was reported there was a kink in the device. There was no patient injury, medical intervention, or extended procedure time reported.